Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod longer than 48 hours. The patient's infusion site was very painful and she noticed the needle had not retracted, indicating a needle mechanism failure.

Manufacturer narrative:
The device was received with the cannula deployed and the formed needle partially retracted. The formed needle was held securely in the slide retract mold but was not retracted completely due to an insufficient retract force. The exact cause of the insufficient retract force cannot be conclusively determined. The pain at the insertion site is determined to have been caused by the failure of the formed needle to fully retract.